Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume output was insufficient. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. On (B)(6) 2026, philips received a message from (B)(6) university. Stating that the ventilator initially ran normally after the doctor set the tidal volume when a doctor used the ventilator to treat a patient on (B)(6) 2026; however, after approximately 10 minutes, the device reported a malfunction, indicating insufficient tidal volume output. The use of the device was discontinued, the device was reported to an engineer for repair. The investigation is ongoing.